Event description:
It was additionally reported that, while bending over, the patient received inappropriate shocks again. An interrogation showed that the shocks were due to t-wave oversensing (twos) post ventricular sense on the rv lead. It was noted that sensitivity was previously adjusted for a similar experience of shocks related to twos. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was inappropriately shocked for t-wave oversensing. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.